Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported a note on the device said the device would not open. On visual inspection it appears that crimping pin was unseated near the distal end of the jaw. There was no consequence to the patient.